Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled;the use of thoracic stent grafts for endovascular repair of abdominal aortic aneurysms. Vp bastiaenen, mgj snoeijs, jgam blomjous, j bosma, vj leijdekkers, rc van nieuwenhuizen and ac vahl. Doi: 10.1177/1708538117733909. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant and talent stent graft systems were implanted in a patient for the endovascular treatment of 58mm abdominal aortic aneurysm. The patient had an aortic neck diameter of 33mm measuring 41mm in length. It was reported that the patient was hospitalized approximately 36 months post the index procedure with pneumonia, congestive heart failure and a urinary tract infection.the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.